Event description:
It was reported that the sets were breaking at the base of the spike.

Manufacturer narrative:
Other text: corrected information provided in b5 and h6. Additional information provided in g5. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Only the month and year of the event date are known.

Event description:
The reporter stated the device was in use with patient for infusion. The reporter stated the device leaked. No injury reported associated with this issue.